Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.